Event description:
Caller reported a cgm error had occurred and there was no adverse impact to the customer's blood glucose levels. Technical support assisted the caller by providing complete information on how to reset the pump and guided them through the reset process. After resetting the pump, the error did not appear again, and the caller was able to start their sensor session successfully.